Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and swollen lymph nodes/glands are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported rupture, capsular contracture baker grade unknown and small lymph nodes are seen in axillary chains diagnosed via MRI. Healthcare professional later reported "capsular contracture, baker grade iii". Device remains implanted. This relates to left side.